Event description:
It was reported that the reservoir of an infusor ruptured during filling. The device was being filled with 10 mg of morphine. There was no patient involvement. No additional information is avaialable.

Manufacturer narrative:
(B)(4). Lot manufactured from 09/22/2014 to 09/24/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.